Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device underwent functional evaluation upon receipt, and the heating issue was reproduced. The heater assembly was replaced. After the repair, the device underwent functional evaluation and passed all applicable testing. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device has a water warming issue. Per wo review on 16feb2023, there was no patient involvement. The symptoms are detected during the equipment inspection. Per additional information received via follow-up on 03mar20233, device was serviced at customer site. Issue was resolved by replacing heater assy. Device was serviced on 03mar2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device has a water warming issue. As per wo review on (B)(6)2023, there was no patient involvement. The symptoms are detected during the equipment inspection. As per additional information received via follow-up on (B)(6)2023, device was serviced at customer site. Issue was resolved by replacing heater assy. Device was serviced on (B)(6)2023.